Event description:
It was reported that the pacemaker system was exhibiting loss of capture, impedance spikes and pacing inhibition in the right ventricular (rv) lead and jumpy impedances and a p wave that was not sensed in this right atrial (ra) lead. A spring contact issue is suspected. Technical services (ts) was consulted and recommended reprogramming options and possible solutions. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5147177.